Manufacturer narrative:
Additional devices implanted and/or related to this event: tgmr404015/(B)(4) UDI (B)(4).

Event description:
The following was reported: on (B)(6) 2021, the field sales associate (fsa) was supporting a case to reintervene on a pseudoaneurysm of the proximal anastomosis site of a 24mm infrarenal aortobifemoral surgical graft. The patient is believed to have initially presented in 2017 or 2018 with a type a dissection with extension into the iliac arteries, and had the following procedures prior to the planned reintervention of the proximal anastomosis site: aortic valve and ascending surgical replacement. Redo sternotomy for surgical arch replacement with a 32mm dacron elephant trunk. Placement of a conformable gore¿ tag¿ thoracic endoprosthesis (tgu404020/(B)(4)) in the elephant trunk (performed on (B)(6) 2018). Infrarenal aortobifemoral surgical graft. On (B)(6) 2020, two other conformable gore¿ tag¿ thoracic endoprostheses (tgm343415/(B)(4) and tgmr404015/(B)(4)) were put in distal to the tgu404020 device. It is unknown what the physician was treating at that time. On (B)(6) 2021, there was a reintervention, a conformable gore¿ tag¿ thoracic endoprosthesis (tgm313120) was placed across the proximal anastomosis site of the infrarenal graft. The conformable gore¿ tag¿ thoracic endoprosthesis (tgm313120) was extended proximally with a conformable gore¿ tag¿ thoracic endoprosthesis (tgm343415 and a tgm404020). A conformable gore¿ tag¿ thoracic endoprosthesis (tgm343410) was placed distal to the first tgm313120 for extended coverage. Following placement of the conformable gore¿ tag¿ thoracic endoprostheses, no endoleaks were observed, the arch and visceral bypasses were all patent, and there was no observed flow in the false lumen. The patient tolerated the procedure.